Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 3777-45, serial# (B)(4), implanted: (B)(6) 2015, product type: lead. Product ID: 3777-45, serial# (B)(4), product type: lead.

Event description:
A consumer implanted for non-malignant pain reported that since august the devices never worked and since that time the leads were in the muscle instead of the spine, which was the wrong place. The consumer further reported they were diagnosed with kyphosis and starting in (B)(6) 2015 they were experiencing back pain so they physician was going to be doing surgery on friday to remove the "devices." Refer to manufacturing report #3004209178-2016-05608.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.